Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
A service engineer has been on site and completed the investigation. Troubleshooting showed that the reported failure was caused by a defective air gas module. The air gas module was replaced and the reported ventilator was put back in service. Replaced part has been requested for investigation but not yet rec'd. A supplemental MDR report will be sent when the investigation is completed. (B)(4).